Event description:
The customer reported that the system had poor image quality. No pt injury was reported.

Manufacturer narrative:
The ge service representative performed and onsite investigation. The reported issue could not be duplicated. The cables and power supplies were checked. The system was tested and found to be working as intended and put back into service.